Manufacturer narrative:
Citation: dursun h et al. Transcatheter aortic valve implantation (tavi) experience of a single center with different types of bioprosthetic valves. Anatol j cardiol. 2018; 20 (suppl 1): 37. Tsc abstracts/orals. October 20-23, 2018. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4).

Event description:
Medtronic received information via literature regarding seven years of experience with transcatheter aortic valve implantation using four different types of bioprosthetic valves. All data were collected from a single center between june 2012 and may 2018. The study population included 194 patients and was predominantly female with a mean age of 78 years. Of those, 141 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all patients, the in-hospital and overall mortality rates were 3.6% (7 patients) and 30.4% (59 patients), respectively. No other details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, cardiac tamponade with or without emergent pericardio centesis, stroke, moderate-severe paravalvular leak, and second valve implantation. It was reported that one patient had a second corevalve implanted due to malapposition of the first corevalve. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.